Event description:
Patient is no longer able to feel magnet mode stimulation and he has experienced increase in seizures. Magnet mode output current is normally set to 1.75ma. But when treating neurologist increased magnet mode output current to 2.5ma, the patient still could not feel stimulation. It is unknow at this time whether the device is functionng properly. Review of x-rays revelaed that the electrodes appear to be placed lower on the nerve than normal; however, this cannot be confirmed to lead to the reported event. No other anomalies were identified with the ncp system.